Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure that arm 3 was disabled. The system logs confirmed that errors occurred against the arm 3 motor axis, and the user selected to disable the arm to recover. The procedure was being completed as planned, with no reports of patient injury.

Manufacturer narrative:
Upon visual inspection, the rolling loop fiber was misaligned inside of the spar which could be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the parallelogram and rolling loop fibers were inspected, and the only fault that could be identified in the misaligned rolling loop and was verified to be one of the sources of the fault. As a result of these findings, failure analysis was able to conclude that the parallelogram and rolling loop fiber assemblies were found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.